Event description:
It was reported that three years eleven days and twenty two days post port placement, leakage was allegedly occurred during flushing. It was further reported that catheter allegedly broken. Reportedly the distal catheter segment and the port body were removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A complete circumferential break was noted to the distal end of the attached catheter. Kinks were noted on the distal catheter segment approximately 3.4cm and 5.4cm from the proximal end. The edges of the complete circumferential break on the distal end of the attached catheter and proximal end of the returned catheter segment appeared to be uneven. The surface of both the distal end of attached catheter and proximal end of distal catheter segment were noted to be smooth in one region and granular in other region. Therefore the investigation is confirmed for the reported fracture, material separation, leak and identified wear and deformation issues. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that three years eleven days and twenty two days post port placement, leakage was allegedly occurred during flushing. It was further reported that catheter allegedly broken. Reportedly the distal catheter segment and the port body were removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.